Event description:
A consumer reported his vision is not the way his surgeon told him it would be following unilateral intraocular lens implant surgery. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info was requested from the consumer on 06/19/2008 and 06/23/2008 by phone. The questionnaire and phone follow-up to the surgeon is pending add'l info from the consumer. Add'l info has not been received.